Manufacturer narrative:
D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® sst¿ blood collection tubes, tubes were found with artifacts in tubes. No patient impact.

Event description:
It was reported that when using the bd vacutainer® sst¿ blood collection tubes, tubes were found with artifacts in tubes. No patient impact.

Manufacturer narrative:
After further evaluation, it was determined that the previous MFR report #1024879-2023-00869 was submitted in error and should be considered cancelled. There was no report of serious injury, medical intervention, or reportable device malfunction.